Manufacturer narrative:
The tandem user guide states that the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling a 300 unit cartridge with 320 units of insulin, a minimum fill message was received. The customer loaded more insulin which resulted in a valid overfill cartridge alarm 9. The customer was able to successfully load another cartridge and resume insulin delivery. The customer's blood glucose (bg) level was 200 mg/dl and a correction bolus was delivered to address the bg level.